Event description:
It was reported to philips that the system was frozen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was frozen. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon functional testing, the fse identified that there was an hdd problem. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the hdd and recreated the image storage. After replacement and necessary configuration, the system was returned to use in good working order.